Event description:
Healthcare professional reports 2 incidents (a,b) of external blood leaks during a hemodialysis treatment. The location of the leakage was at the arterial headers and the dialyzer casing. There was no alarm condition from the machine with either incident. The dialysis treatments were discontinued at the time of the incident with minimal blood loss. The treatments were resumed with a new setup and completed without incident. The hcp reported no pt injury or medical intervention related to these incidents.